Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. During investigation a problem with the hkr board was found. The processor ic1 stopped working. After the processor was flashed the reported failure could not be reproduced. A test run of 24 hours showed no further problems. Root cause of the problem was not identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.